Event description:
On 26th october, 2022 getinge became aware of an issue with one of surgical lights - configuration of powerled 700 and 500. It was stated some of the main tube screws that hold the entire configuration together were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - configuration of powerled 700 and 500. It was stated some of the main tube screws that hold the entire configuration together were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the loosening of suspension screws, holding the main tube. Based on information gathered during the investigation it is impossible to determine if the device was or was not being used for patient treatment upon event occurrence. When reviewing similar reportable events for the issues with loosening or breakage of fixing screws on powerled and hled surgical lights, it was confirmed that in the last 5 years, there were no events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was conducted by the subject matter expert. According to the analysis there are two probable scenarios. In case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or maintenance not in accordance with the manufacturer's recommendations (pwd_01584en09, page 92). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of the first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened, replace them. It is also stated to replace the 6 fixing screws every 6 years (pwd_01582en08, pages 253-254). In (B)(6) 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).